Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker detected high out-of-range impedance measurements on the right ventricular (rv) lead. It is unknown if the patient is pacemaker dependent on rv pacing therapy. No adverse patient effects were reported. The patient will be monitored and the device remains in service.